Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was 53 mg/dl. Customer was treated with food for low blood glucose level. Customer was not using auto mode at the time of incidence. Customer did not wish to troubleshoot for low blood glucose level. Customer reported they received change sensor and calibration not accepted alerts. The insulin pump will not be returned for analysis.